Manufacturer narrative:
The dealer was asked to elaborate on the event. She advised that she followed up with the technician who picked up the concentrator from the end user's home, and he had no further information. The dealer did state that the end user had been renting the concentrator for one year, and no operational issues were reported during that time. It was requested that the concentrator be returned to invacare for evaluation. However, the dealer indicated that they want to keep the unit in quarantine, per their company policy. Photographs of the concentrator were requested and provided. This incident is being reported to the FDA out of an abundance of caution based on the information provided, which indicates that the product tank experienced an over-pressurization event. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. In addition, the concentrator has exceeded its expected life of 3 years. Evaluation of this issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. This action has been reported to the FDA; however, a correction/removal reporting number has not yet been provided. The dealer advised that they received this field correction notice.

Event description:
The dealer stated that they received a report from the end user alleging that their irc5po2v concentrator blew up and pieces went flying. The dealer advised that nothing caught on fire, there was no smoke or fire smell, and no injuries or property damage occurred.